Event description:
Knee effusion [joint effusion]. Red knee [erythema]. Hot knee [joint warmth]. Swollen knee [joint swelling]. Case description: spontaneous report received on (B)(6) 2009 from a physician via a company representative regarding a patient, initials, age and sex unk, who experienced a "hot knee" after receiving synvisc. The patient received an unknown number of synvisc injections in unspecified knee(s) on unspecified date(s) within 3 to 4 weeks prior to this report in (B)(6) 2009. The synvisc lot number was reported as u-0817. The symptoms the patient experienced were described as "red, hot, swollen knees which had to be aspirated, up to 80cc of fluid" after the injection(s) were given. As of the date of receipt of this report, the patient's outcome was unknown. (B)(4). Additional information was received from the physician on 02/05/2009 regarding the (B)(6) female patient, initials (B)(6). The patient had a 3 year history of mild osteoarthritis and prior knee effusion. The patient was previously treated with nsaids. The patient did not have a history of joint narrowing or osteophytes and was not previously treated with viscosupplementation. The patient received a synvisc injection in the right knee on (B)(6) 2009 with 37ml of fluid collected prior to the injection. The patient received the second synvisc injection on (B)(6) 2009 with no effusion collected prior to the injection and received the third injection on (B)(6) 2009 with 31ml of fluid collected prior to the injection. The patient experienced knee swelling and knee effusion on (B)(6) 2009. The knee was aspirated on (B)(6) 2009 and 80ml fluid was collected but was not sent for analysis. The knee effusion was also treated with an intra-articular steroid. The physician assessed the knee effusion as severe in intensity and probably related to synvisc. The physician did not provide information regarding any other events. As of the date of receipt of this report, the patient's outcome was unknown. Additional information was received on 02/06/2009 in the form of a qa investigation summary. The production and quality control documentation for lot # u0817, with expiration date (07/2011) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. All release parameters were within specification for lot u0817. For hylan a-10, the hydration level and viscosity were reviewed. Got hylan b-10, the hydration level, rheology g' and rheology g" were reviewed. Trend analysis determined that results were within calculated control limits and within specification limits. All ncrs associated with lot u0817 were reviewed. The investigations of each of these ncrs indicated no product impact.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot # u0817, with expiration date (07/2011) was reviewed.